Manufacturer narrative:
(B)(4).

Event description:
It was reported that a nurse was anxious because a patient fiddled with the settings of a cadd-legacy® duodopa pump. The pump was running but appeared to be wrong. It was later reported that the outcome of the event was resolved. The pump was locked to prevent further tampering. No injury was reported.

Event description:
The event was considered resolved. The pump was set to the correct settings and locked to prevent further tampering.